Event description:
On 11/7/24 n ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 11/7/24. The user reported high (>400 mg/dl) bg levels after drinking a can of root beer and not meal announcing it. The user had also been out of insulin for the last two hours, as indicated by the device alarms. The user needed caregiver assistance to change their supplies, as they were unable to do it on their own. Their bg remained high but no back-up therapy was given. The user experienced thirst and a mild headache but did not require professional medical intervention at that time. Later the same day the beta bionics customer care agent followed up with the user. The user's blood glucose rose above 500 mg/dl, prompting them to go to the hospital. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.